Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation revision surgery with implantation of a 400cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with a ruptured left breast implant using magnetic resonance imaging. As a result, the patient underwent breast implant removal on (B)(6) 2024.

Manufacturer narrative:
On february 07, 2025, mentor received the following additional information. The patient experienced left breast pain which was the impotence for the magnetic resonance imaging (MRI) which identified a possible rupture and a breast mass on (B)(6) 2024. Subsequently, an MRI guided biopsy and ultrasound imaging were conducted for further evaluation. The biopsy identified the mass as a fibroadenoma involved by alh/lcis, lobular carcinoma in situ (lcis) and atypical lobular hyperplasia (alh), which are both non-cancerous breast conditions that increase the risk of developing breast cancer. Ultrasound imaging identified an area of calcifications in the left breast. As the rupture was identified at an earlier date, the date of event was updated. Date of event: january 05, 2024. Reason for device explant and/or reoperation: breast mass, breast pain, implant site calcification, biopsy. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 07, 2025, mentor completed an evaluation on an image that was provided of the suspect medical device. Upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. Manufacturer¿s reference number: (B)(4).